Event description:
"Opening" of the inlet pressure pod: 1 case during rinsing as soon as possible became higher in circuit, 1 case when the plate of the set was removed with large splash of blood in the room. No sample available.